Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the emergency room on (B)(6) 2015 because she had fallen. The customer was wearing the insulin pump at the time of the fall. The customer then experienced high blood glucose since the incident. The customer also experienced air bubbles in the reservoir. The customer's blood glucose was 69 mg/dl. Per troubleshooting, the customer stated that there was no visible damage to the insulin pump. The customer further stated that the drive support cap appeared normal. The customer did not fully complete troubleshooting. The customer was advised to call back if any issue recurred. The customer did not return the product for analysis.